Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the bolus not calculated in insulin pump. Customer stated that the insulin pump basals had been turned off and it did not send any message and it did not let customer bolus. Customer stated that there were no active insulin. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.